Event description:
End-user reports itchy rash located at superior edge of tape border to peristomal skin's right lower quadrant (rlq).

Manufacturer narrative:
The event as described is deemed a serious injury. It is reported that end-user has trimmed back the tape border, and has applied stomahesive powder. End-user was educated in how shear forces may contribute to skin breakdown. End-user was advised to reposition skin barrier in a diamond shape by using tape to extend the border so that the same area of skin is not always left exposed at tape border's edge. End-user indicates that she will start changing wafer orientation during each change, and agrees that the way it was initially done, might be the problem. End-user states that she will consult her et nurse if needed, but does not think it will be necessary. No additional pt/event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.